Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. The customer also alleged that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission: 09/16/2016. The device has been returned and evaluated by product analysis on 08/25/2016 with the following findings. A review of the pump¿s black box revealed several cs 128 alarms. The ez-prime steps were performed correctly and the sleep current readings were above specification. There was no evidence of moisture visible from outside but a leak test failed due to a display lens leak. The pump¿s cover was removed and there was moisture corrosion observed to the continuous glucose monitor module. The sleep current returned to specification after unplugging the continuous glucose monitor flex from the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).